Event description:
It was reported that tis right ventricular (rv) lead exhibited a sudden spike in pacing impedance measurements up to 2500 ohms. This value is high, out-of-range, and was accompanied by noise on the rv channel. The patient received six inappropriate shocks due to oversensing of noise and a lead fracture was suspected. Device therapy was programmed off and the patient underwent a revision procedure. This rv lead was surgically abandoned and replaced; the associated implantable cardioverter defibrillator (ICD) had been implanted for 10.5 years and was explanted and replaced during the lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.